Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2002; a 4193, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported there was t wave oversensing (twos) post pace and far field r wave (ffrw) oversening observed in the right ventricular and right atrial leads. Device programming changes were made to resolve the oversensing. The leads remain in use. No patient complications were reported as a result of the event.